Event description:
This pt with a history of cancer had a port placed in 2001 for chemotherapy. Recently, the staff had difficulty using the port. An angiogram revealed a leak of the contrast material at the entrance to the subclavian vein. Therefore, the surgeon took the pt to surgery for removal and replacement of the port. The pt tolerated the procedure well and was discharged the same day in stable condition.